Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The customer's blood glucose reading was unknown. The customer stated that last time he received a motor error, he went into diabetic ketoacidosis. The customer took over an hour to complete his bolus which caused him to increase his ketones. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer declined to troubleshoot for motor error. The customer will revert to a backup plan.